Event description:
It was reported that an already deceased pt slipped out of the restraint straps while on a stair chair. No injury to the operators is alleged.

Manufacturer narrative:
The operators likely did not ensure that the pt was properly restrained as outlined in the user manual. The manual states to securely fasten pts on the chair to prevent them from sliding off. The chair and restraints were examined and the device was found to be performing to specification.